Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the insulin injector button became stuck and the bd ultra-fine¿ pen needle could not deliver insulin. This occurred with 5 separate pen needles during use. The following information was provided by the initial reporter: "end user had bought the 4mm ultra fine insulin pen needle back in january 2021. User is a long time insulin user and is well versed with the injection device. User complained this batch of pen needles were faulty and unable to dispense insulin. The insulin injector button would get stuck and user had tried a few more needles with the similar problem. End user claimed there was no issue with the insulin injection device."